Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, "it did not feel right", the plunger was difficult to deploy. There was no suture when the plunger was removed. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement. The aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device plunger was returned. The reported needle to cuff miss was confirmed. The device, suture and posterior needle tip were not returned. The reported difficulties with the plunger could not be replicated in a testing environment because only the plunger was returned; thus, the reported difficult to deploy could not be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and, as only the plunger was returned,the lot number could not verified. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.